Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced infusion set cannula bent event (B)(6) 2026. The blood glucose level was high and treated with insulin pump. The event occurred within one day of insertion. No further information available.